Manufacturer narrative:
H10:the device was received for evaluation. A visual inspection with the naked eye noted a hole in the tubing near the port of the shrouded connector of the solution line. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due the leak at the location of the hole in the tubing. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette leaked; further described as ¿liquid flowed into the connector of the cassette assembly¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.